Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples were subjected to draw testing and all tubes drew withing specification. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes that the top came off. No patient impact. The following information was provided by the initial reporter: "customer reports that the top is coming off."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes that the top came off. No patient impact. The following information was provided by the initial reporter: "customer reports that the top is coming off."